Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted in an emergency procedure due to having malfunctioned.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted in an emergency procedure due to having malfunctioned. Additional information received that the patient reported of receiving 12 shocks from this device and it was an unpleasant experienced. The patient thought it was appropriate shocks; however it was found out that the atrial lead was broken. Subsequently, the atrial lead was revised and the device was explanted.

Manufacturer narrative:
A cardiac resynchronization therapy defibrillator (crt-d) was successfully implanted and remains in service. The local area sales representative was contacted for more information regarding the explant of this ICD but they were unable to provide additional detail. No additional information is available. If additional information becomes available, this event will be reopened.